Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter 4.0mm x 200mm, 150cm balloon catheter was selected for endovascular therapy to treat peripheral arterial disease of the superficial femoral artery. The procedure was being performed to treat 100% stenosis, and the target lesion contained moderate calcification and moderate tortuosity. The physician inserted the catheter, and upon treatment of the area the balloon had a pinhole rupture with a single inflation at 12 atm for one minute. The catheter was removed as intended using the usual method, and the rupture was able to be observed near the center of the balloon. The procedure was able to be completed successfully using another ranger and jade device without sequela.